Event description:
It was reported that the patient received a low insulin alert after a recent supply change and experienced a sequence of highs and near lows, including an urgent low soon that they treated with a glass of orange juice and candy, which led to rebound hyperglycemia; counseling was provided to take smaller carbohydrate amounts every 10¿15 minutes to avoid overtreatment. Symptoms included fatigue and episodes of hypoglycemia and hyperglycemia. Outcomes included a need for oral glucose to treat the low and classification of the event as a serious injury/illness/impairment. Investigation included communication with the patient and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of the low, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The patient¿s glucose was reported back in the normal range, and assistance was provided with the supply change.